Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7xb bisector did not fully extend out of the electrodes. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A functional test was performed by extending and retracting the bisector blade. The bisector blade did not fully extend when actuated; it extended only half way. Based upon the eval results, the reported complaint was confirmed. (B)(4).